Event description:
It was reported that the ventricular signal was being picked up on the atrial channel of this implantable cardioverter defibrillator (ICD). It was noted that this was not oversensed by the device. The atrial sensing was high at 25 mv. The physician suspected a possible lead dislodgement. Both leads were not manufactured by (B)(6). No adverse patient effects were reported. Currently, this ICD remains in service. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".